Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the physician used a 6fr angio-seal device and the rollout was successfully, however, the puncture continued to bleed. The physician presumably had difficulties with the puncture due to the patient's calcium. Manual compression was applied to stop the bleeding. The procedure outcome ended well. The patient was in fine condition. Additional information received on (B)(6) 2021: there were no difficulties with the arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The bleeding was external bleeding. The estimated blood loss was less than 250cc's. Hemostasis was achieved by manual compression. Additional information was received on (B)(6) 2021: the procedure performed was an artery devascularization. First, the right femoral artery was punctured, and a 6 fr vascular introducer was implanted. The physician then introduced a simmos 15 fr catheter and administered contrast; adequate devascularization was verified and the vascular introducer was removed. Percutaneous closure was performed with a 6fr angio-seal.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provide. Explant date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.